Manufacturer narrative:
Additional information was received indicating that the reported issue was discovered when a pre-use check was performed on the unit in a hospital¿s me room. The testing is unrelated to set up for patient use. Based on this information, it has been concluded that this is not a reportable event.

Manufacturer narrative:
When the touchscreen was replaced at that time. The event log revealed that diagnosis code 1101 (ventilator restarted) had occurred. Although there was no reproducibility despite operation checking, the cpu board was replaced as preventative measures against recurrence. Overall checking, cleaning, run testing, and a function test were performed. The software was confirmed to be version 2.30.

Event description:
The customer reported that while performing a pre-use check of the device, the touchscreen was out of alignment. The philips' sales representative also checked the device once it was in the sales office, and the issue remained. The ventilator displayed the message "detected invalid touch". Calibration for the touchscreen was not successful. There was no patient involvement.

Manufacturer narrative:
B4:02jun2021. The field service engineer (fse) confirmed the touchscreen was out of alignment. Touchscreen calibration was tried; however, a touched position was far off , and calibration was impossible to perform. The fse replaced the touchscreen and the issue was resolved.